Event description:
The patient was enrolled in the (B)(6) study on (B)(6) 2021 with patient identifier (B)(6). It was reported that the closure device did not seal. Procedure summary: the patient was on aspirin (81 mg) and apixaban (10 mg) therapy prior to enrollment into the study. Prior to index procedure, aspirin (81mg) and apixaban (10 mg) was administered. The patient underwent successful placement of a 35 mm watchman flx device with complete left atrial appendage(laa) seal and deployed device diameter of 24 mm. Post implant transesophageal echocardiogram (tee) assessment revealed complete laa seal with no evidence of thrombus and pericardial effusion. One day post index procedure, the patient was discharged on aspirin (81mg) and apixaban (10 mg). Event summary: on (B)(6) 2021, 121 days of post index procedure, the patient presented for protocol required 4-month laa-imaging, and tee assessment revealed incomplete laa seal with largest residual jet around the device of 7 mm. However, no evidence of thrombus and pericardial effusion. At the time of the event, the patient was on aspirin (81 mg).

Event description:
The patient was enrolled in the champion-atrial fibrillation clinical study on 02 aug 2021 with patient identifier (B)(6). It was reported that the closure device did not seal. Procedure summary: the patient was on aspirin (81 mg) and apixaban (10 mg) therapy prior to enrollment into the study. Prior to index procedure, aspirin (81mg) and apixaban (10 mg) was administered. The patient underwent successful placement of a 35 mm watchman flx device with complete left atrial appendage(laa) seal and deployed device diameter of 24 mm. Post implant transesophageal echocardiogram (tee) assessment revealed complete laa seal with no evidence of thrombus and pericardial effusion. One day post index procedure, the patient was discharged on aspirin (81mg) and apixaban (10 mg). Event summary: on (B)(6) 2021, 121 days of post index procedure, the patient presented for protocol required 4-month laa-imaging, and tee assessment revealed incomplete laa seal with largest residual jet around the device of 7 mm. However, no evidence of thrombus and pericardial effusion. At the time of the event, the patient was on aspirin (81 mg). It was further reported that per the site the largest residual jet around the device has been updated from 7 mm to 2 mm. As the jet size is below 5 mm, the event has been withdrawn.